Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, of the right atrial (ra) lead, the active fixation was not functioning. The screw would not deploy, the implanting physician turned multiple times and no movement of screw was observed. The ra lead just built up torque with rotations. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.